Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient began to experience constant chest tightness/pain. In turn, she were admitted to the hospital. EKG results revealed no anomalies. The patient's symptoms have improved with time. She will remain on beta-blockers, aspirin, and statin. Also, her beta-blocker dosage was increased. It was noted the patient's symptoms are believed to be implant/index procedure related. Her elevated blood pressure at the time of admittance is also believed to have contributed to her chest pain.